Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that upon receiving the pump the customer connected the pump to a power source however the pump did not come on. The pump was left charging for an hour but the would not come on. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.